Event description:
During investigation of reported complaint (B)(4) (report no. 1051526-2026-00003), the following additional event was identified. During an h2 total ankle surgery, performed (B)(6) 2025, the tibial slide locking mechanism that was packaged with the tibial implant failed to lock the poly inlay component in place. The locking mechanism was removed and replaced with a new mechanism that successfully locked the poly inlay into place as intended.